Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the customer had difficulty inserting the intra-aortic balloon (iab) through the provided sheath. They had used 3 different iabs and sheaths without success. They did not believe the iabs ever exited the sheaths. They said that they even tried putting a 7.5 fr iab through an 8 fr sheath and were still unsuccessful. The typical reasons for difficulty inserting the higher efficacy iabs were reviewed with the customer. They stated that none of the reasons discussed were applicable. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. Separate reports will be submitted for the 2nd and 3rd iabs.

Manufacturer narrative:
Additional information: age at time of event, age units (patient), weight., weight (units). Additional reporter info: evamarie mace, rn, bsn, ccrn, cath lab leader / cell# (B)(6) / work# (B)(6) / (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. A kink was found on the catheter tubing and inner lumen approximately 68.1cm from the iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled and catheter tubing and inner lumen kinked. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. A kink may cause difficulty during insertion. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.